Event description:
Patient ordered contact lenses online from website (B)(6) without a valid prescription from an eye doctor. She presented with a serious eye infection from misuse of the contact lens. It's real (B)(6) silver premium cosmetic 1 day contact lens, plano, starvision. FDA safety report ID# (B)(4).